Manufacturer narrative:
An internal report indicates no further related issues have been reported for this device.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device at the customer site and was able to duplicate the issue. The IV pole thumb release was adjusted for the proper tension. One year of service history was reviewed for this device with no problems identified related to the reported condition. Root cause: the root cause of the IV pole sliding down was the thumb release was out of alignment. Correction: a trima field action has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly.

Event description:
The customer reported that the IV pole on the trima machine "slides down".no injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.